Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device was explanted. The user was not re-implanted at this time.

Event description:
Information was received that the device was explanted on (B)(6) 2020. The user was not re-implanted at this time.

Manufacturer narrative:
The device investigation revealed no failure or damage of the implant that is supposed to have been present before explantation. Most likely the problems of perception as mentioned in the patient report were caused by suboptimal attachment of the fmt resulting in insufficient amplification. According to the explantation report the floating mass transducer was no longer coupled to the long process of the incus and was sitting lateral to the tympanic membrane with the conductor link extruding through the tympanic membrane. This is a final report.